Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years seven months post filter deployment computed tomography(CT) revealed six filter legs were extraluminal extension beyond the inferior vena cava. All six perforated legs extended greater than 3 mm beyond the wall of the inferior vena cava. One perforated leg contacts the aorta. One perforated leg contacts the jejunum/ileum. One perforated leg contacts a passing lumbar artery. One perforated leg contacts the right psoas muscle. The patient reportedly experienced abdominal pain and back pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 11/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.